Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the dermabond removed? Yes. If yes, please provide date removed - unk. Was any suture breakage observed? No information. Please provide product code and lot number of vicryl plus suture used? No information. Was v-loc suture or vicryl plus used for suturing the dermis? It is unknown which was used. Do you have any pictures of the reaction/ dehiscence ? No, we don't. Did both of the knees have inflammatory reaction? Yes. How large of an area did the reaction cover? No information. How was the reaction treated? No information. Was there any medical or surgical intervention performed relating to the dehiscence? Re-sutured, keep the skin condition dry and hold the wound by tape. What type of medication? No information. Dose? No information. When (date) administered? No information. Was there any pre dehiscence event? No information. Size and location of wound dehiscence on one of the knees? No information. What prep was used prior to use? No information. Was incision re-prepped before closure? No information. Was a dressing placed over the incision? No information. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No information. Were any patch or sensitivity tests performed? No information. Lot number involved - no information. What is the most current patient status? No information.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2016 and topical skin adhesive was used on both knees. Two weeks after the index procedure, reddish inflammatory reaction occurred and the surgical wounds were wet on the both knees. It took longer time for the surgical wounds on the both knees to epithelize than expected. The topical skin adhesive was removed on an unknown date. Part of the surgical wound on one of the knees was dehisced. The dehiscence was re-sutured. The patient was discharged from the hospital on (B)(6) 2016 . The physician opines that topical skin adhesive would not be suitable for knees and there is a possibility that the event was caused by the suture.